Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and reported that the customer stated that the iabp would not zero the arterial pressure transducer. The fse evaluated the iabp and was unable to duplicate the reported problem. The fse was able to zero the pressure without issues. The fse performed iabp diagnostic checks and the iabp passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use. This complaint was originally reported under the alternative summary report (asr) for the q2 2017 submitted 30 june 2017. This MDR is being submitted as an update to the asr submission due to a change in the aware date of this complaint.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient they were unable to zero pressure, and stated that it was a possible touch screen issue. The iabp was swapped out with another unit and no adverse event was reported.